Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated alert 38 motor stall alarms on a newly received ilet pump, leading to sustained high blood glucose beyond 90 minutes and transition to backup subcutaneous insulin therapy. Symptoms included hyperglycemia without additional clinical manifestations. Outcomes included user-managed therapy change without outside assistance or medical intervention. Investigation included troubleshooting and education, data review via customer report, and logistical actions for replacement. Investigation of this case revealed a consecutive motor stall malfunction localized to the insulin delivery motor component, consistent with a device operational failure. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.